Event description:
A malfunction alarm with code malf 12 was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer had experienced the malfunction at least three times but had not reset the pump within the last 24 hours. The pump was under warranty, and it was confirmed that the customer would continue using the current pump as backup therapy. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode before returning it. The customer was also given instructions to return the problematic pump within 10 days using a pre-paid label.